Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation, there were no abnormalities found. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that there was noise in the image, and error e333 (touch panel error code) was noted on the visera elite ii video system center during the intended therapeutic procedure. The intended procedure was completed with the same equipment. There were no reports of patient harm or impact associated with the reported event. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.